Event description:
It was reported that the patient had some discomfort from the pacemaker with movement. No intervention was performed. The physician will continue to monitor. There were no patient consequences.